Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is alleging that insulin may have leaked out due to bent cannula. A request was made for the return of the device. Device not available for return.